Event description:
It was reported that the ventilator restart while in use on a patient. No injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator restart while in use on a patient. No injury was reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was secured for further evaluation. During the device test the problem could not be reproduced. Based on the log entries it could be confirmed that the device performed a warm start of the ventilation unit on (B)(6) 2022 at 3:43 am in reaction on a temporary memory access problem in device software. After the successful restart the device posted the alarm message "ventilation unit restarted" to inform the user about the restart. The ventilation was automatically continued after the warmstart was completed. Based on the analysis results there is no indication of a persistent malfunction of the device. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software will trigger a warm start of ventilation unit in order to reset the micro processing system to a specified state. A warm start sequence of the ventilation unit may last up to 8 seconds. In the event when the ventilation interrupts, the safety valve opens to ambient allowing for spontaneous breathing. After successful completion of the warm start, the device will resume the ventilation. The alarm message "ventilation unit restarted" will be posted in order to alert the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.